Event description:
Pt states this needle is not as sharp as the novofine and he is having a hard time getting the needle to break the skin. Product defect. Dose or amount: 1; route: sq . Dates of use: (B)(6) 2018 thru n/a; diagnosis for use: diabetes mellitus.